Event description:
It was reported that this right ventricular (rv) lead and competitor cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock lead impedances greater than 200 ohms. At this time, there is no evidence that surgical intervention has been performed. The device remains in service. No adverse patient effects were reported.